Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was unable to duplicate the reported issue. Preventative maintenance was performed. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 45169. The event occurred during testing. There was no patient involvement.